Event description:
Customer reported via phone, the insulin pump was alarming no delivery. Customer has changed the set six times and alarm keeps reoccurring. Customer didn't know her blood glucose level. Troubleshooting was performed but it was concluded when the customer switched out the reservoir. As changing the reservoir resolved the issue. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.